Event description:
It was reported that the patient had a loss of therapeutic effect, and the device did not ¿seem to be working.¿ the device reportedly worked ¿every now and then,¿ but the patient could not feel any stimulation or tingling after turning the settings up as high as possible and programs were changed. The patient¿s bladder reportedly woke her up at night and was ¿dead.¿ patient outcome and actions taken were not reported. Follow-up is being conducted to obtain this information.

Manufacturer narrative:
Product ID 3093-28, lot# v841549, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).